Event description:
Ativan drip was expiring, stopped infusion and changed out ativan syringe. Went to restart the syringe pump and it wouldn't restart despite turning it off and reprogramming it several times. Removed syringe pump from patient and replaced with another syringe pump.